Manufacturer narrative:
Pending investigation. D10: concomitants: a582725 - 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. A648376 - 320-10-00 - equinoxe reverse tray adapter plate tray +0 a609026 - 320-15-05 - eq rev locking screw. A514479 - 320-20-00 - eq reverse torque defining screw kit s460401 - 320-20-22 - eq rev. Compress screw lck cap kit, 4.5 x 22mm a563676 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. S449538 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. S457962 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. A630916 - 320-35-03 - small posterior augment glenoid plate, left. 6008223 - 320-40-00 - 145-deg pe 40mm hum liner +0. A553104 - 531-55-88 - ergo gps 3.2mm drill kit sterile. A499278 - 531-78-20 - shouldr gps hex pins kit.

Event description:
As reported, the patient had an initial tsa on (B)(6) 2023. The patient presented and had dislocated. No known fall or event. Post op compliance was in question. The patient was revised on (B)(6) 2023. Outcome: resolved on (B)(6) 2023.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. Concomitants: a582725 - 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. A648376 - 320-10-00 - equinoxe reverse tray adapter plate tray +0 a609026 - 320-15-05 - eq rev locking screw. A514479 - 320-20-00 - eq reverse torque defining screw kit s460401 - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. A563676 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. S449538 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. S457962 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm . A630916 - 320-35-03 - small posterior augment glenoid plate, left . 6008223 - 320-40-00 - 145-deg pe 40mm hum liner +0 . A553104 - 531-55-88 - ergo gps 3.2mm drill kit sterile. A499278 - 531-78-20 - shouldr gps hex pins kit.

Event description:
As reported, the patient had an initial tsa on (B)(6) 2023. The patient presented and had dislocated. No known fall or event. Post op compliance was in question. The patient was revised on (B)(6) 2023. Outcome: resolved on (B)(6) 2023.